Event description:
It was reported that a pump keypad was intermittently inoperable. It was also reported there are no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported intermittent keypad response, which was experienced during eval. The device had limited keypad operation due to intermittent keypad response of the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.